Manufacturer narrative:
(B)(6) 2018. (B)(4). The manufacturer¿s international service technician could not confirm the reported issue.

Event description:
The customer reported that the patient breathing and timing of airflow delivered from the unit didn't match. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified, estimate used.